Event description:
Note: the complainant initially reported only one defective resolution clip device. Upon investigation of the returned product, a second resolution clip was found to be returned. The complainant was contacted, but they were not aware of a second defective device, and could not confirm if the devices were used during the same procedure. This report was created for the second received clip. The date of event is unk. Please refer to MFR report# 3005099803-2009-05764 for a description of the other device. The investigation results found that the sheath grip was detached from the over sheath and there was a kink near the handle. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second complaint was generated to report the defect. These codes were selected by the MFR based on info obtained from the user facility. Upon investigation, it was noticed that the sheath grip was detached from the over sheath and there was a kink near the handle. The clip assembly was fully deployed and was located inside the over sheath. As evident by the kink in the control wire and the sheath grip being detached, the end-user may have exceeded the design limits of the device during use. The most probable root cause classification of operational context has been assigned. A review of the device history record (DHR) was performed; no anomalies were noted. (B) (4).